Event description:
It was reported that the customer experienced fluctuating blood glucose that went as low as 44 mg/dl and possibly as high as 422 mg/dl. During troubleshooting, insulin did exit the tubing during a manual prime. However, the high pressure test was performed and failed twice. The customer had reportedly changed the set out 4 times and was advised to do so again. Nothing further reported.